Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4).

Event description:
The patient presented with an aneurysm within the popliteal artery which was intended to be treated with a gore® viabahn® endoprosthesis. It was reported to gore that when medical device deployment was initiated, the deployment stopped after the endoprosthesis has been deployed for approximately ¾. It was stated that further device deployment required some force and that resistance was felt while the endoprosthesis was finally deployed. After the endoprosthesis was deployed an angiography indicated that the deployment line was wrapped up between the endoprosthesis and the patients vessels. Consequently, a movement of the deployed endoprosthesis was noted when an attempt was made to remove the deployment line from the patients vessel. Therefore, the delivery catheter was removed successfully and a balloon catheter was inserted within the endoprosthesis to assure a fixation of the device while the deployment line has been removed. It was stated that resistance was felt and force required while the deployment line was removed. An angiography indicated a deformation of the proximal part of the endoprosthesis and that the device has been moved proximal. Subsequently, two additional gore® viabahn® endoprostheses have been successfully deployed proximal and distal from the first one to avoid further device movement and to guarantee aneurysm exclusion. It was stated that an angiography and ultrasound were performed after the procedure which indicated a good blood flow through the devices as well as aneurysm exclusion. It was stated that the patient is doing well following the procedure.

Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed following: the delivery catheter and a deployment line were returned. The delivery catheter appeared unremarkable. No endoprosthesis nor deployment knob were returned. There was a complete deployment line measuring 205 cm with an incomplete deployment line extending another 13 cm and two fibers extending 28 and 31 cm. Based on the device examination performed, no manufacturing anomalies were identified.